Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with the implantable cardioverter defibrillator (ICD) device to treat brugada syndrome. The patient had atrial tachycardia events with one to one conduction resembling sinus tachycardia that occurred during exercise only. The patient¿s rate got as fast as 200 bpm and the device provided inappropriate therapy. The device was explanted and replaced with a new one that had better discrimination ability when it reached elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.